Manufacturer narrative:
Per fco86100201, philips has determined that the m3539a ac power module for the heartstart mrx monitor/defibrillator may fail at a higher than expected rate. These failures were due to either an internal component failure, excess solder used at the time of manufacture, physical damage in the field, or the ac power module reaching the end of its useful life. A failed ac power module will not charge the battery, potentially rendering the device non-functional if the user does not respond to the low battery alarms and alerts. Therefore; a charged battery should always be installed in the device, whether or not ac mains power is available at the point of care. It is also important to keep the batteries charged. Per fco86100201, if the customer should identify an ac power module that when inserted in the mrx and connected to the ac mains power fails to illuminate the external power indicator or charge the battery, philips will replace their m3539a ac power module. The creation of this file indicates the notification to philips that the customer has confirmed the issue as described. The ac power module was replaced and no further investigation is needed.

Event description:
It was reported to philips that the ac power module has failed. There was no patient involvement.